Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Mfg site eval: the three pieces of the received polyaxial screw were inspected microscopically. The inserts exhibit visible deformations and scratch marks. On the insert, the plate with the snap in nose is bent. It appears as if the insert released due to the screwdriver applying force to the insert. With the nose out of alignment, a fixation of the insert in the body is no longer possible. In the operation instruction, it is described that user has to make certain that the rods are correctly positioned on the floor of the groove and never lose the connection with the implant head after it has been tightened. Mfg documents and quality records and production documents of batch 52022386 were reviewed. All indicate product according to specification, no discrepancies found. No other similar incident has been declared concerning this batch. Damage appears to be user related.

Event description:
Country of complaint: (B)(6). Inlay released during operation.